Event description:
It was reported that the device alarms "cassette was not attached." The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The issue could not be replicated during downstream occlusion (dso)/upstream occlusion (uso) calibration, dso/uso pressure testing, 50 ml cassette testing, a latch lock check, and delivery accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended.